Manufacturer narrative:
(B)(4). No sample is available for the manufacturer to evaluate.

Event description:
Alleged issue reported: when the surgeon go to remove the sponges, they are shredding and tearing. No pt injury reported. Pt current condition reported as fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed, and no nonconformities and there are no deviations associated with this work order process, equipment, or material. Teleflex medical neurological sponges are made from 100% cotton, non-woven, that innately includes the tendency for fibers to lint or shred during handling or use. The linting and shredding of the cotton material does not present a defective product, but a normal occurrence due the nature of the device base material. The manufacturer will review, monitor, and trend relating complaints, concerning this issue.

Event description:
Alleged issue reported: when the surgeon go to remove the sponges, they are shredding and tearing. No patient injury reported. Patient current condition reported, as fine.